Event description:
It was reported that the patient was presented for an elective replacement procedure. During the procedure the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.